Manufacturer narrative:
The reporter claims the wearable in use was an apple watch, but they did not provide version. Claims when giving a tapping gesture to stop, the unit continued under power and the end-user had to collide into an object in order to stop forward motion. When asked if they pressed watch face or buttons to disable the app, it was reported they did not as the event happened so quickly. Reports after having stopped, they were able to disengage with another set of taps. This would indicate the app was operational, but on initial attempt, did not register. As the end-user was able to stop after a second set of tapping gestures, permobil cannot confirm a product failure having occurred, thus is unable to determine possible root cause without speculation.

Event description:
Received report that while using the smartdrive mx2+ with an apple watch, claims when attempting to disengage the drive motor via a double tap, reports the device continued to drive forcing the end-user to maneuver into a wall to stop. No injuries were reported to have occurred as a result.